Manufacturer narrative:
Updated fields: b4, b5, d4, d9, g3. G6, h2, h3, h4, h6. Manufacturer attempted to retrieve further information regarding the event and the device involved but no further information was received despite multiple attempts to follow up. Follow up report will be provided upon completion of further investigation on the device. A follow up report will be provided upon completion of the review of production records. H3 other text : the device was thrown away at the hospital.

Event description:
The manufacturer was informed that on (B)(6) 2023, perceval valve size m was implanted in the patient but since surgeon was not happy with the result, the valve was explanted, and replaced by perceval valve size s. Based on the information received, 30 minutes was added to cross-clamp time and bypass time as a result of this event and patient remained stable through the surgery.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6. The manufacturing and material records for the perceval heart valve and stent, model #icv1209, s/n # (B)(6), as they pertain to the reported event, were retrieved and reviewed by a manufacture¿s quality engineering. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1209) perceval heart valve at the time of manufacture and release. A complete manufacturing and material records review for the accessory involved in the event has also been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release. Manufacturer attempted to retrieve further information regarding the event and the devices involved, but no further information was provided despite the multiple attempts of follow up. Since the device was not returned to the manufacturer, it is not possible to establish a definitive root cause of the reported event. However, from the document review performed, no manufacturing deficiencies were noted. Based on the information available, the valve size m was explanted and replaced by valve size s. As such, the cause of the event can reasonably be traced to mis-sizing (use error). Should further information be received in the future, a follow up report will be provided.

Manufacturer narrative:
Unknown device disposition.

Event description:
The manufacturer was informed that on (B)(6) 2023, two perceval sutureless aortic heart valves of different sizes were used in one case. One valve was implanted and the other one was explanted. No further information is available at this time.